Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. There was no button error alarm during testing. The following cosmetic damage was also noted on the device: a cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, 34 cracked on display window, and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed with a button error. Her blood glucose value at the time of incident is unknown. The customer recalls tucking her pump into her bathing suit when the button error alarm occurred. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The insulin pump was returned for analysis and a replacement device was shipped to the customer.